Event description:
It was reported that the tandem-provided usb charging cable was damaged resulting in difficulties charging the pump. The customer¿s blood glucose level was not impacted. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.